Event description:
It was reported that the device was alarming, but it had a blank screen. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed alarming, but it has a blank screen, was verified by power up process testing. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Visual and functional testing was performed. The probable cause of the reported problem main board. Replaced the main board to correct the issue. Cadd legacy device passed all functional tests after the repair.